Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their keypad was unresponsive. It was also found the escape and act button were not functional. Customer also reported they have dropped their insulin pump in the past, resulting in scratches. The customer also stated they have had no delivery alarms on their insulin pump. Customer's blood glucose was 164 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer declined to troubleshoot for their no delivery alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.